Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 2 months ago possibly in january some time, the patient had pain in their right leg and it kept acting up a little bit. The pain lasted for over a week and the medtronic representative told the patient to increase the intensity of their stimulation. Patient noted that they could walk as good as they thought they were going to. The little pain started coming back again so they increased the stimulation to 4.3 when they were at 3 something; they actually increased it to 4.6 but now all four categories were at 4.3 intensity.  Patient had an appointment with a pain management doctor on march 27th. Patient tried to schedule an appointment with their healthcare provider (hcp) since they had pain in their leg, but hcp was out of their network, so they were going to meet with another physician.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the rep did not change their settings to 4.6. The patient was allowed to change their settings to 4.3 and changed all 4 categories to 4.3 setting. The patient never contacted any physician and did not need to. The patient stated their legs were feeling better now, the issue was resolved.